Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed two of the returned fuses were opened and not functional. The third fuse returned was fully functional. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He discovered the problem was that the cardioplegia (cpg) revolutions per minute (rpm) speed #2 and #3 were not working and the cpg flow was only flowing at rpm speed #1. He replaced all three microfuses, resolving the issue. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the heater cooler would not run in cooling mode. No other details regarding the nature of this event were provided.